Event description:
An ophthalmologist reported use of the product during a complicated surgery on a pt with macular ischemia and retinal detachment. The retina was flattened during the first injection of the product, but the retina re-detached and a second injection was attempted. Immediate unspecified complications developed and the pt currently has only count fingers vision. Recovery is not anticipated. The association of this event with the use of this product is not known. More info is being sought.